Event description:
Pt had a cardiac catheterization at another facility. A collagen seal was used after the procedure. The pt came to reporting facility with an alleged blood clot in the leg that required surgical removal. Pathology on 12/7/1999 identified the alleged blood clot as a piece of the collagen seal.